Event description:
Olympus, further received information. That the issue occurred, during laparoscopic cholecystectomy. The procedure was delayed for one (1) hour. And sedation was prolonged for forty-five (45) minutes. The intended procedure was completed with a similar device. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the final investigation and to correct d10 and e3. This report is related to MFR 3002808148 - 2024 - 05289. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. An olympus field service engineer was dispatched to the user facility and confirmed, the reported issue. Additionally, a defect (dirt) in cable was found. It was determined, that the product specifications were not met. Based on the results of the investigation, error 117 was a failure of the combination device (otv-s400). A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during routine inspection, the subject device had a 117 error from processor. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer. Updated fields: b1, b2, b3, b5, h1, h6. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus, further received information. That the issue occurred, during laparoscopic cholecystectomy. The procedure was delayed for one (1) hour and sedation was prolonged for forty-five (45) minutes. The intended procedure was completed with a similar device. There were no reports of further patient harm.